Event description:
I began using the philips respironics CPAP in 2010. In 2013 I had first heart attack, I have had two hospitalizations with cardiomyopathy. I have battled lung disease since then as well on an ongoing basis with shortness of breath, tiredness, chest pain and pressure. I did not receive a notice about the recall. I just found out about it last week. I cannot believe this personal injury settlement is being wrapped up in a bow and settled so fast when so many people I have talked to also did not know about it. It seems now all the attorneys are getting a big old portion of attorneys fees and the lucky people who were notified but what about all of us out here who didn't know about it due to lack of notice and now are just out of luck for our personal injuries? I don't know where to go or how to get any help. A (B)(6) device payment is all I will get after being exposed to toxic chemicals for possibly close to a decade. I'm sure there are thousands just like me who are getting left behind and left with no help from anyone now. The government bails everyone out for disasters. In my opinion this is a huge disaster but the patients are being sold down the river. I wonder if there is anything else the FDA can do? I just wanted to voice my concerns.